Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds were found to be high but stable. No action was taken and the lead is still in use. No patient complications have been reported as a result of this event.